Event description:
The reporter indicated the surgeon inserted a 12.6mm vicm 12.6 implantable collamer lens in the patient's left eye (os) and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted on (B)(6) 2011. The patient's bcva was 20/20.

Manufacturer narrative:
Method - lens work order search results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic broken. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history , work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens has not been returned. (B)(4).